Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A nurse reported an issue with a nevertouch 65cm kit. During a procedure, the element (tip) at the end of the device, detached and became lodged in the sheath. Because of this, the fiber was unable to be used for treatment of the second vessel. The procedure was completed with another of this same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident the reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a fiber and a tre-sheath. A visual review of the fiber noted that the gold tip gold tip lodged at the tip of the sheath. As returned, the fiber assembly gold tip tube was firmly lodged in the distal tip of the tre-sheath. 2mm of the fiber gold tip tube was visible from the distal end of the sheath. The customer's reported complaint description was confirmed; the tip was observed to be detached from the fiber. Although the complaint is confirmed, it was noted the customer was able to use the fiber for the first ablation without any difficulties. Per angiodynamics' manufacturing engineer's review: the buildup of blood/biological matter on the outside of the gold tip tube resulted in an interference fit with the sheath tip. It is not uncommon for a buildup of dried blood/biological matter to occur on the distal end of the gold tip tube during a procedure due to heating that occurs in that area from the laser energy. Had the buildup on the gold tip tube been cleaned prior to it being withdrawn into the sheath, there would not have been an interference issue and subsequent tip separation. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).